Event description:
Line placed for antibiotics to treat lyme disease. On 3/2/98 a new PICC line was placed in the other arm. On 3/4/98 during attempt to remove the orginal PICC line, the doctor was not able to get a wire across. They took an x-ray and it could be seen that the catheter had split in the middle. Catheter removed via surgical procedure.